Event description:
It was reported that a patient smelled a burning smell from the cassette door of a homechoice device. This was found after use. The patient would continue therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspections were performed and no issues were noted. The device passed returned instrument testing evaluation (rite) electrical and functional testing. Device power up, voltage checks, power cord inspection, power section cabling testing, chassis check, focused digital board check and focused accomp board inspection were performed with no issues noted. Power entry module fuse contact inspection found a discolored fuse and fuse contact. Upon conclusion of the investigation, the cause of the reported issue was determined to be contact fretting damage of the ac line fuse on the power entry module. The power entry module was scrapped and the device sent for servicing. A CAPA has been opened to address this issue. Should additional relevant additional information become available, a supplemental report will be submitted.